Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.010.523, lot l814080: manufacturing site: bettlach. Release to warehouse date: july 27, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection, it was noticed that the threaded distal tip was broken off at the most proximal end. The broken threaded distal tip piece was struck in the radiolucent insertion handle. No other issues were identified with the device. Dimensional inspection showed the relevant dimensions were conforming. The drawing, reflecting the manufactured and current revision, was reviewed. The complaint condition is confirmed as the threaded distal tip was broken off at the most proximal end. While no definitive root cause could be determined, it is possible the device encountered unintended forces during its use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Relevant actions have been taken to address the issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon was performing a intramedullary rodding of a femur when hammering the nail into the femoral canal, the driving cap broke off of the insertion handle. The surgeon proceeded to strike the top of the insertion handle. He continued to strike the metal portion of the insertion handle until the mallet broke into two separate pieces. The hammer handle broke at the weld junction. The surgeon proceeded to hammer the femoral recon nail down the canal. No fragments generated. There was a 15 minute surgical delay. The procedure successfully completed. No patient consequences. Concomitant device reported: radiolucent insertion handle frn (part# 03.033.001; lot# l785923; quantity: 1). This report is for one (1) driving cap/threaded. This is report 1 of 2 for (B)(4).